Event description:
A report was received that the patient had experienced frequent ipg charging. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had experienced frequent ipg charging. The patient will undergo an ipg revision.